Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient complained of electrical stimulation. A fluoroscopy revealed separation between the proximal and distal coils. Sensing and impedance values were unaffected. The status of the lead is unknown.